Manufacturer narrative:
Additional information was received from the customer clarifying that there was no issue with the lens. The patient's vision was not good enough due to his anatomy. The patient had an elevated angle kappa where his visual axis was not centered. The patients capsule bag and the lens placement were fine. The lens was not ideal for the patient. The physician stated the patient had an irregular astigmatism and had a hyperopic lasik treatment. But his best corrected vision was not good enough (bcva 20/30). Additionally the physician stated he could not change his anatomy or correct the patient's vision with glasses, so he replaced the lens with a zcb00. There was no incision enlargement, vitrectomy, or capsule tear required. Patient just had a one month follow up and is doing well no further information was provided. If implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was report a zlb00 20.5 diopter intraocular lens (iol) was explanted due to a mechanical complication. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 06/20/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.